Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found the it cracked and chipped out on both front corners of top case, and also cracked on right plunger case-missing portion of bottom case seal. Device underwent occlusion testing. The reported customer complaint has been confirmed; whole drive train assembly been swapped or scavenger form another pump by customer-med to misalignment of the u29 sensor. This issue was caused by the customer's incorrect assembly of the device.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump mechanism not working properly. It was reported that there was no patient or clinical injury.